Event description:
It was reported that a barewire guide wire was returned, entwined with a separated barewire guide wire tip. Additional information was requested for this additional wire; however, the site had no recollection of this second separated barewire, and therefore, was unable to provide any additional information. There was no report of an adverse patient effect due to this separated barewire and no report of a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other barewire referenced in b5 is filed under a separate medwatch report number: 2024168-2022-12076.

Manufacturer narrative:
Visual analysis was performed on the returned device. A separation was observed. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the part and lot numbers were not reported, and the packaging was not returned. The investigation was unable to determine a cause for the separation. The site has no recollection of the separated barewire. Therefore, was unable to provide any additional information. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 - health effect - impact code 4641 - removed.